Event description:
A (B)(6) female pt's daughter contacted zoll lifecor customer support to report that the pt had just put the vest back on after taking a shower and now the monitor would not power up. The daughter also reported that when she put the batteries in the monitor, the monitor made a humming noise. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.